Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s husband reported via phone call that customer experienced hyperglycemia. Customer's blood glucose level was 600 mg/dl at time of incident. Customer treated with bolus from insulin pump. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer was neither in emergency room, nor admitted into hospital. Customer does not allege insulin pump was under delivering. Customer declined to perform the high pressure test. The insulin pump will not be returned for analysis.